Event description:
It was reported to philips that the device experienced a shock equipment malfunction.

Manufacturer narrative:
Correct reporter phone #: (B)(6). Correct reporting institution phone #: (B)(6).